Manufacturer narrative:
See h6, h10 and h11 complaint has been evaluated and is similar to report number 1644408-2025-00162; 508-65-001, s303-broke/cracked/damaged, instrument failure if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - during peripheral screw placement, 1 screw hole would not lock in any screw head. Multiple screws were tried in that hole and none would engage. The baseplate was inspected prior to implanting and there was no apparent damage to the hole threads. The hole was ultimately left empty. No risk reported. Broken/fragmented pieces left pieces left in the patient.